Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 95 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: reviewed meter memory: (B)(6). Customer states that ate a donut and it went up to 162mg/dl. Customer test twice a day.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage or user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 95 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: reviewed meter memory: (B)(6). Customer states that ate a donut and it went up to 162 mg/dl. Customer test twice a day.